Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. Patient reported the pod was leaking during wear; this lead to a 2 day hospital stay. Despite good faith attempts to obtain additional details of medical event (treatment, etc), no further information was provided. This pod was discarded.